Event description:
Notified in 2009 that an event occured involving an IV bag. Normal saline bag was placed under 300 mm hg pressure and burst at pt bedside with fluid going all over pt, monitor and monitor keyboard, PICC line tray and sterile field for procedure at bedside in the ICU. On observance of the bag it appears that the top area of the bag (semicircle part of hanger), where IV bag hangs is where leak occurred.